Manufacturer narrative:
Investigation of the returned device found no problems that would contribute to the device failing to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 432 mg/dl, while wearing the pod on the abdomen. The patient tried correcting by delivering bolus using the pod and a manual insulin injection but the bg levels did not decrease. At the hospital, the pod was removed and the patient was placed on an intravenous (IV) therapy of sodium chloride 0.9% 500 ml, humalog 10 ml of 100 units/ml and lantus 5 part 3 ml of 100 units/ml. Upon discharged, the patient was indicated by doctor to use humalog during main meals if bg levels are >100 mg/dl to give a bolus of 11 units of insulin; if bg levels are between 100 and 200 mg/dl, to give a bolus of 12 units; if between 200 and 300 to give a bolus 13 units; if above 300 mg/dl to give a bolus 14 units of insulin. A manual injection of lantus of 23 units at 8:00 pm.